Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, during the procedure, the tip of the basket disengaged and was left in the patient. The patient was referred for laparoscopic bile duct exploration surgery. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. Device code 1484 captures the reportable event of basket tip detached prematurely. Patient code 3191 captures the reportable event of patient referred to surgery. Visual inspection the returned device found the tip was detached from the basket assembly and was not returned. Additionally, the sidecar rx tunnel was found pushed back out of specification. As per complaint information, the issue occurred during the procedure. The device was inspected prior to procedure, and it did not have any damage or issues. This indicates that the device was received in good condition. However, procedural or anatomical factors likely encountered during the procedure could have affected the device performance and its integrity. The directions for use (dfu) states "in the event the biliary calculi cannot be crushed, the trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for the unreleasable stone entrapment." Since the tip of the trapezoid device is designed to disengage to minimize the potential for the unreleasable stone entrapment and is noted within the dfu instructions, the most probable cause for the reported issue of tip premature deployment and the encountered sidecar pushback issue is "known inherent risk of device" since the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). Correction: blocks d4 and h1.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, during the procedure, the tip of the basket disengaged and was left in the patient. The patient was referred for laparoscopic bile duct exploration surgery. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.